Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a patient with a jejunostomy tube passed through nursing infirmary on (B)(6) 2024. On the night of (B)(6) 2024, when trying to irrigate the tube for the passage of nutrition and medications, it is observed that medication or nutrition is not administered forcefully at the time of administration. In addition to nutritional content by mouth, the head of the service informs the patient's doctor on duty with administration of resincalcium 15g every 8h. The tube is removed due to obstruction and only 50cm of the tube is removed. An x-ray is taken, and a tip is observed in the gastric contents. An endoscopy is performed for the removal of the foreign body (remains of the nasojejunal tube) and passage of a new nasojejunal tube.

Manufacturer narrative:
The device history record (DHR) for lot 2333105464 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation, therefore the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.